Event description:
The customer reported a ventilator with air flow leakage from the back of the device. It was reported that this event occurred during clinical use - no patient information was made available.